Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell and red particles on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken edge on the patch/shell bond edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp broken edge on the patch/shell bond edge assessed as unidentified (tear) opening.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.